Event description:
It was reported that during priming with prismaflex m100 set, a damaged return luer connector and leaking were observed. There was no patient involvement.

Manufacturer narrative:
The actual device was not available; however, photographs were provided for evaluation. Visual inspection of the pictures showed the cone of the return male luer lock (mll) was broken. The reported leak is likely due to a broken mll cone. The reported condition was verified. A potential cause of the condition could have been overtightening of the luer connection which can lead to blocked connection and/or cracks. A nonconformance has been established to further investigate the connection components. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4). To deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.